Manufacturer narrative:
No patient information available after phone calls 9/2419, 9/25/19, 9/26/19. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace flow the sensors and swap / clean and re-seat the advanced breathing system (abs) assembly. Also, establish what the case settings were and use those to functionally test the system in a simulated case first. Run it 30-60 minutes to make sure it delivers as expected, show the staff, then proceed to a full pm as a precautionary measure and functionally test afterward. No further information is available regarding the resolution of the reported issue. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that the system would not ventilate in pressure support mode. There was no report of patient injury.